Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with a non-functioning device. Upon revision, a shredded left cylinder was found; therefore, the ipp was removed and replaced. No patient complications were reported.